Manufacturer narrative:
Additional information was received that the patient¿s trial procedure did not push through.

Event description:
A report was received that during the trial procedure the physician gave local anesthesia to the patient to get the area numb but unintentionally it went through the patient¿s vertebral bodies and basically given it at the spinal epidural. It was noted that it causes the patient¿s legs completely numb so the patient was not able to walk. The patient was brought to the emergency room, upon follow up the patient was able to walk without any issue. The patient was doing well.

Manufacturer narrative:
Correction to the fu #1 in fields. Date received by manufacturer- 24-jan-2017 additional information was received that there was no medical intervention administered to the patient for the accidental spinal epidural.

Event description:
A report was received that during a trial procedure, the patient was unable to walk as his legs went completely numb after the local anesthesia was administered. It was noted that the physician unintentionally entered into the vertebral bodies and administered the anesthesia in the epidural space. The patient was able to walk without any problems several hours after the incident.

Event description:
A report was received that during the trial procedure the physician gave local anesthesia to the patient to get the area numb but unintentionally it went through the patient¿s vertebral bodies and basically given it at the spinal epidural. It was noted that it causes the patient¿s legs completely numb so the patient was not able to walk. The patient was brought to the emergency room, upon follow up the patient was able to walk without any issue. The patient was doing well.

Event description:
A report was received that during a trial procedure, the patient was unable to walk as his legs went completely numb after the local anesthesia was administered. It was noted that the physician unintentionally entered into the vertebral bodies and administered the anesthesia in the epidural space. The patient was able to walk without any problems several hours after the incident.